Event description:
It was reported that during a procedure on (B)(6) 2023, the surgeon's finger was burned by the end of the light cord. According to the surgeon, the burnt was mild, and felt like a cigarette burn. No immediate treatment was provided for this burnt, and the surgeon is doing fine now. They were able to complete the procedure without any patient impact. However customer did not recall the serial number of the involved device, nor did they know what light cable was used in the procedure. We were not made aware of this incident until (B)(6) 2024.

Manufacturer narrative:
Device will not be returned, and therefore, no evaluation can be conducted. This event is filed under internal complaint ID (B)(6).